Event description:
End user reports "the fin on the funnel end misaligned with the coudé tip by about 5-15 degrees to the left."

Manufacturer narrative:
Device 42 of 120 e.1: (B)(6). Batch record review was conducted with the following findings: the urinary catheter in question was in quantity (B)(4) pcs in october 2025. No nonconformances were identified for this lot. Three similar complaints have been received for this lot and malfunction code uca-pmc07.04.01 incorrect coude tip alignment (relative to markings) for gentlecath glide. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were identified during the production of these lots. According to process instruction the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. Product is acceptable if position of connector indicator towards bend tip of catheter is in distance 0- 45 degrees in both directions. Process and quality checks were performed and documented in accordance with standard procedures. This complaint was presented to the complaint review board with quality and production teams on may 4, 2026. No manufacturing-related root cause was identified. The percentage of affected pieces within the lot is (B)(4) ((B)(4) affected pieces out of (B)(4) produced), (B)(4). This issue will continue to be monitored. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.